Event description:
It was reported the patient experienced numbness in their legs, prior to the removal of the blood clot.

Event description:
It was reported that a patient was implanted with a lead on (B)(6) 2012 and was paralyzed due to a hematoma that caused spinal cord compression. It was noted that the health care professional did not perform a pre-operative imaging scan to make sure the device would fit properly in the patient¿s back. It was noted that the patient¿s complaints about weakness in his legs were ignored for several hours before an MRI was performed and emergency surgery was performed to remove the hematoma. Allegedly, the surgery was not enough and the patient was paralyzed permanently.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger, product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).